Event description:
As reported, after use of a 7f exoseal vascular closure device (vcd) closing failed. Hemostasis was achieved by manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The exoseal vcd and an unknown non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. Angiography verified the suitability of the femoral artery, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The puncture site showed mild calcium or plaque and moderate vessel tortuosity. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 7f exoseal vascular closure device (vcd) closing failed. The hemostasis was achieved by manual compression. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 7f exoseal vascular closure device (vcd) closing failed. Hemostasis was achieved by manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The exoseal vcd and an unknown non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. Angiography verified the suitability of the femoral artery, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The puncture site showed mild calcium or plaque and moderate vessel tortuosity. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 7f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. Dimensional analysis was technically not required since the unit arrived in a fully deployed condition, making internal diameter verification unnecessary for this case. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported issue, which was determined as ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the plug was deployed from the unit and there were no anomalies noted. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.